Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the chronic totally occluded (cto) right coronary artery (rca) with the 0.014 pilot 200 guide wire. The pilot 200 guide wire was advanced with a non-abbott microcatheter but could not reach the lesion. During removal it was noted that the distal tip coils had become detached and remained in the vessel. No attempt was made to remove the fragment and the procedure was abandoned; the patient was stable throughout the procedure. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the non-abbott microcatheter and/or other devices during removal resulted in the reported detachments (coating/coil/core). As reported, no attempt was made to remove the fragment and the procedure was abandoned. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.